Event description:
The pump was not returned, therefore, the complaint could not be confirmed or refuted. An internal CAPA was opened to investigate this issue. A device history review was conducted and no related manufacturing nonconformance records were found. There were no other incidents in production of this product that would have caused the reported issue.

Event description:
The following has been reported: biomed emailed logs with no other info, waiting for report of error and if no patient harm and if issue stopped active infusion. A preliminary review identified the following issue: mechanical hardware failure (av sticky valve) unknown if an active infusion was stopped. Reporting as a conservative measure. No adverse effects were reported. Additional information is needed to complete the investigation.